Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product. E8 (power interrupt) were found in the history. The down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to an always activated down button and unclearable e8 error messages.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error after the battery was changed, and the error could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.